Manufacturer narrative:
Visual, dimensional and functional analysis could not be performed as the device was not returned. A review of the device and complaint history records could not be performed as a valid lot code was not provided and could not be obtained. As the device was not available for inspection, the reported failure mode could not be confirmed, and a root cause could not be established.

Event description:
It was reported that three everest mi provisional split drivers jammed intra-operatively. The drivers were not able to attach to the set screw and the knobs would not turn. There were no adverse consequences to the patient. The procedure was completed successfully, without surgical delay, by using an alternate instrument. This report represents the second of the three drivers.

Event description:
It was reported that three everest mi provisional split drivers jammed intra-operatively. The drivers were not able to attach to the set screw and the knobs would not turn. There were no adverse consequences to the patient. The procedure was completed successfully, without surgical delay, by using an alternate instrument. This report represents the second of the three drivers.